Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was the reported the customer experienced an occlusion alarm. Customer reported no affect to the blood glucose levels. Troubleshooting with tandem customer technical services determined the site to be the potential location of the occlusion. Customer was to continue to use the pump to manage diabetes.

Manufacturer narrative:
Corrected data for supplemental #2: manufacture date has been corrected from 08/10/2016 to 08/09/2016.